Manufacturer narrative:
Additional information provided h.3., h.6. And h.11. Two photos were provided. The screen of a monitor displayed the lens inside the eye. Two areas of optic damage were observed between the optic center and the optic edge near one haptic/optic junction. The damage appeared to be cracks and possibly a gouged area. Each area of damage had what appeared to be smaller areas of damage present, possibly cracked or split damage. The type and location the damaged areas may indicate a plunger override occurred. A sample would be necessary in order to make a definitive confirmation of the damage type. Qualified viscoelastics were indicated. Based on our observation of the provided photos, the optic was damaged. A root cause cannot b determined without physical examination of the product. The instruction for use (IFU) instructs: fully insert the ophthalmic viscosurgical device (ovd) cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd can be observed flowing to the "fill-to" line on the nozzle tip. This will require approximately 0.2 ml of ovd. Only use an company ovd qualified for use with the company pre-loaded delivery system that has been allowed to come to the operating room temperature. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become "stuck" in the device. The IFU instructs: take at least 7 seconds to gently fold the iol by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the "fill-to" line on the nozzle. Do not allow any portion of the lens to exit the nozzle tip. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. Plunger override may occur: due to rapid advancement faster than the dfu recommend rate. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become "stuck" in the device allowing the plunger to override the lens. If the operating room temperature is too high (> 23?c / 73? F) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during the intraocular lens (iol) implant procedure once the iol was inserted into the eye two marks were seen on the optic. The surgeon left the iol on the eye but moved the iol so it is in the superior part of the eye. Additional information has been received and stated that iol was still implanted but the scratched part of the iol was moved superiorly. The iol has not been explanted. There was no impact to the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).